Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms observed in the provided log file was confirmed. The log file contained events recorded from (B)(6) 2019 where no external power alarms were recorded. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The (B)(6) was not returned for evaluation. According to the additional information the patient lost power in his home. Heartmate ii lvas IFU doc # 106020 rev. H (section 7), heartmate ii patient handbook doc # 106022 rev. G (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU doc # 106020 rev. H and heartmate ii patient handbook doc # 106022 rev. G, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log files there were multiple no external power alarms while on the mpu. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power. Patient was stable. Patient had said that they lost power a few times in regards to the no external power. No further or additional information was provided.